Manufacturer narrative:
(E1) initial reporter first name: updated to (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.